Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when she tries to connect the infusion set and the reservoir it would get stuck and not deliver insulin. Customer stated that she received a no delivery alarm during manual prime, she changed out twice the entire set and alarm was resolved. Blood glucose value is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Evaluated one opened/used reservoir. Performed visual inspection and failed per spec. Due to found snap-cap detached from reservoir's barrel, snap-cap attached to transfer guard.